Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the leak was located at the seal between the tank on the mount. There was a hard plastic seal the customer installed and would not seal up. To fix the issue, the fse placed a rubber/ metal seal and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.